Manufacturer narrative:
The customer's report was observed during review of the device date logs. However, the device was put through extensive testing including continuity testing and final testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared from the logs and did not recur. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.